Manufacturer narrative:
Investigation confirmed that gas calibration failed and the pcba required replacement to resolve the issue. The device shall be repaired and retested for safety and effectiveness.

Event description:
User reported that the device would not allow the user to blend in sweep gas. There was no patient harm; however, this type of event is considered reportable by spectrum medical.